Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that when the device package was opened for surgery, residue was observed on the component. Another device was used to complete the surgery.

Manufacturer narrative:
This report is being amended to reflect changes no product was returned; visual and dimensional evaluations could not be performed. The device history records for the femoral component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A stock investigation could not be performed because this item/lot has been exhausted through shipments to customers/distributors. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the femoral component. The device was not returned and it cannot be verified whether the source of the "residue" noted on the component upon opening the sealed package was left over buffing compound from manufacturing or not. An investigation conducted in the manufacturing cell concluded that all the routed operations (sonic clean and cosmetic inspection) were completed as required for that part/lot. Therefore, a definitive root cause cannot be determined with the information provided.